Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient had a primary left total hip replacement approximately 9 years ago. Patient did well until recently. He showed up for follow up with pain. He had elevated cobalt chrome levels. He was scheduled for revision surgery. The head and liner were exchanged for new liner, sleeve and a biolox head. The operation was completed successfully.